Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. The reporter has been updated to (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jun-2019 with the following findings: during investigation, the pump time and date reset to factory default settings. The pump was exercised for 12 hours with issues occurring. Evaluation revealed that the internal clock battery on the printed circuit board had failed.